Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or non-conformities that could be related to this event. Based on the available information, the root cause of this event could not be determined.

Event description:
The healthcare facility reported that following an intraocular lens (iol) implantation in the right eye, the patient had pain and blurred vision. Two (2) days post procedure, the patient presented for emergency care at another healthcare facility with severe pain and symptoms of endophthalmitis. The patient was hospitalized and on the second day, a vitrectomy with silicone oil administration was performed. A microbiological culture identified enterococcus faecalis infection. Antibiotic therapy (including vancomycin) was initiated. Four (4) days post-secondary procedure, the patient was discharged from the hospital with preserved vision of 1/50, without pain and the iol remains implanted.